Event description:
It was reported the patient had an open reduction internal fixation, revision surgery of the left humerus performed on (B)(6) 2015 after she experienced non-union status post a prior revision surgery. X-rays taken on an unknown date confirmed the non-union. During the revision a 10-hole 3.5mm locking compression plate (lcp) and a 10-hole 4.5mm narrow lcp were removed along with the fragments of three (3) broken screws. The surgeon opted to leave the three broken screw shafts in the patient¿s bone. During the revision and iliac crest bone graft was taken and a 12-hole 4.5mm broad locking compression plate was applied. The patient initially had a motor vehicle accident in 2013 in which she suffered multiple fractures. Her left humerus was operated on and then re-operated on approximately one year ago. The (B)(6) 2015 procedure was successfully completed with no surgical delay. This report is 3 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Date of implant was reported as approximately one year prior to (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.